Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. Customer stated the insulin pump is not working, the alarm occurred at the time of trying to change reservoir. The customer's blood glucose was 230mg/dl. Customer treated with 10u of novolog injection. Customer stated the insulin pump dropped. Explained to customer the seating force alarm occurs when the sensor does not detect the reservoir. Advise customer to discontinue use of the insulin pump and revert to back up plan.